Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the single leaflet device attachment (slda) requiring an additional clip. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat functional mitral regurgitation (mr) with grade 3. Two clips were implanted, reducing mr to <1. On (B)(6) 2021, the patient presented with recurrent mr and dyspnea. An echocardiogram was performed which showed the ntr clip had detached from the anterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). On (B)(6) 2021, an additional clip was implanted lateral to the slda clip. The slda clip was stabilized but there was no mr reduction. Mr remained at 3. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted from this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and a conclusive cause for the single leaflet device attachment (slda) cannot be determined in this complaint. The reported recurrent mitral regurgitation (mr) and dyspnea were a result of slda. The reported unexpected medical intervention and hospitalization were a result of case specific circumstances as one additional clip was implanted lateral to the slda clip. The reported patient effects of dyspnea and mr as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.na